Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion from the right popliteal artery to the mid superficial femoral artery with moderate calcification and atherectomy was not performed. The vessel inner diameter was 6.5 mm. Via a left femoral approach, thorough pre-dilatation was performed and during deployment of the 6.0x150 mm supera self expanding stent (ses), stent elongation occurred and the stent partially deployed. There were no issues noted with the thumb-slide. The stent was removed under fluoroscopy and a non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during deployment interaction with the moderately calcified and totally occluded anatomy resulted in the stent to stretch/elongate; thus resulting in the reported activation failure; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.